Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the mx40 1.4 ghz smart hopping indicating that there was a speaker malfunction and there was no audible sound. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Analysis was performed at the philips authorized repair facility, and the functional testing indicate that the speaker produced audible sound. Although the speaker was verified to be functioning correctly during testing, it was reported that no sound was present at the time of the incident; therefore, the speaker was replaced per process. The results of the analysis included testing and repair of the device, and it was returned to the customer. The device was operational after repairs were completed.